Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following: it was reported by customer that leaking from the IV tubing. Closer inspection found a crack at the bottom of the distal port and a hole next to the tubing.

Manufacturer narrative:
One sample model 2426-0007 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water ang a leak was observed coming from the outlet port of the y-site just below the pumping segment. A quality notification was sent to the manufacturer. From the manufacturer's investigation, it was not possible to confirm that the damage reported was generated in the manufacturing process. A quality alert was displayed on jul 21st, 2025, to maintenance technicians to acknowledge the condition reported by the customer. A device history record review could not be performed because a lot number was not provided by the customer.